Manufacturer narrative:
The procedure was (pta) percutaneous transluminal angioplasty of a chronic total occlusion located in the left superficial femoral artery. The target lesion was crossed with the transit microcatheter (mc) and a non-cordis 0.018 in guide wire. While attempting to remove the mc to allow exchange with the balloon catheter, large resistance was felt. After the mc was removed, it was noted to be separated. The separated distal end was found inside of the guiding catheter and was successfully removed with the guiding catheter as a unit. The procedure was continued with the same size new product, and completed successfully without patient injury. The product was stored and prepped per labeling instructions. During prep, the product was not damaged. It was unknown if the distal tip was reshaped, if during the procedure, the microcatheter was placed in a small vessel while torque was applied or if a one way stopcock was utilized with the microcatheter. No other damages were noticed on the microcatheter. Additional information indicated that during the procedure, the stiff end of the guidewire was inserted through the mc body, resistance was noted and additional force was used in an attempt to insert the guidewire through the mc. A non-sterile microcatheter rapid transit was received coiled inside a plastic bag. The product was found separated in two sections. No other damages were found over the first part. In the second part of the microcatheter were found compressed sections and dry blood. The ID and the od of microcatheter were measured and were found within specification. The microcatheter was inspected under microscope and the compressed sections were confirmed. The second part, distal end was inspected under microscope and was found elongated; the wire was exposed thru material wall. A product engineering team (pet) verified the controls and inspections implemented in the production line. Also, sem analysis was required to evaluate the possible material degradation and the results were the following, elongations and od reduction can be observed through some areas of the catheter and in the separation surface; elongations and od reduction are common characteristics of pieces that were pulled or stretched. Bubble-like appearance, perforations and exposition of metal coil suggest material degradation of the sample. Ftir analysis was required to evaluate if any foreign substance was present and could be provoke material degradation. After reviewing the spectral comparison for corresponding peak value, position and shape; from the fingerprint range (1600 to 650cm-1) the complaint spectrum matches that of the normal sample, therefore, polymer degradation is discarded, also there was no evidence found of foreign material present on sample. Dsc analysis was required to evaluate the complaint and control sample, there is no significant difference between the complaint and control sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471128 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
Additionally it was reported that the product was stored and prep per labeling instructions. During prep, the product was not damaged. It was unknown if the distal tip was reshaped, if during the procedure, the microcatheter was placed in a small vessel while torque was applied or a one way stopcock was utilized with the microcatheter. The portion that separated was not known. No other damages were noticed on the microcatheter. It was not confirmed if all the pieces would be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was (pta) percutaneous transluminal angioplasty of the left superficial femoral artery (cto), and any other information about the target vessel characteristics were not provided. The patient was female, (B)(6). The target lesion was crossed with the transit 601-231 (complaint product) and the guide wire (0.018inch treasure, st jude medical). The 601-231 was exchanged to the balloon catheter remaining the guide wire in the lesion, but large resistance was felt during the catheter removal. After the 601-231 was removed, it was noted the catheter was separated. As the separated distal end was found inside the guiding catheter, the whole part was successfully removed with the guiding catheter as a unit. The procedure was continued with the same size new product, and completed successfully without patient injury.

Manufacturer narrative:
Additional information indicated that during the procedure, the stiff end of the wire was inserted through the (mc) microcatheter shaft. Additional force was used in an attempt to insert the guidewire through the microcatheter. Once resistance was met, extra force was used to advance or remove the guidewire, but no sharp objects were utilized on the microcatheter. No further information was available. Additional information will be submitted within 30 days of receipt.